Event description:
It was reported that one blade detached and was removed through emergency procedure. The 90% stenosed target lesion was located in the non-severely calcified cephalic vein. Inflation was performed using a 6.00mm/2.0cm/90cm peripheral cutting balloon for three times in a vavit case. During the procedure, each inflation pressure was at 10atm, however there was a resistance when the device was removed from the sheath. Consequently, inflation at a low pressure was performed again into the blood vessel and was expected that it would improve through a balloon rewrap. There was still resistance, so the balloon and the sheath were removed. It was further confirmed that the sheath was torn in two parts by the balloon. And when the balloon was also checked, it was confirmed that one blade was completely detached and remained inside the patient's body. Echocardiogram was performed and it confirmed that the blade has stopped at a branch, so the remaining blade in the blood vessel was recovered through an emergency procedure. No further patient complications were reported. One unusual event when the device was opened was that the blue protective tool did not completely cover the entire balloon.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned together with a blade in a petri dish and the customers 6fr sheath which was noted to be torn at the tip. A visual examination was performed on the returned device. It was noted that one entire blade and pad was completely detached from the balloon material. The detached blade was returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from two balloon pinholes located distal of the proximal markerband. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that one blade detached and was removed through emergency procedure. The 90% stenosed target lesion was located in the non-severely calcified cephalic vein. Inflation was performed using a 6.00mm/2.0cm/90cm peripheral cutting balloon for three times in a vavit case. During the procedure, each inflation pressure was at 10atm, however there was a resistance when the device was removed from the sheath. Consequently, inflation at a low pressure was performed again into the blood vessel and was expected that it would improve through a balloon rewrap. There was still resistance, so the balloon and the sheath were removed. It was further confirmed that the sheath was torn in two parts by the balloon. And when the balloon was also checked, it was confirmed that one blade was completely detached and remained inside the patient's body. Echocardiogram was performed and it confirmed that the blade has stopped at a branch, so the remaining blade in the blood vessel was recovered through an emergency procedure. No further patient complications were reported. One unusual event when the device was opened was that the blue protective tool did not completely cover the entire balloon.